Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve mild paravalvular leak (pvl) was noted. Fifteen days after the implant, an echocardiogram showed moderate paravalvular leak (pvl). A second valve was implanted val ve-in-valve with resultant trace amounts of pvl. No other adverse patient effects were reported. Per the physician, the patient's anatomy was the cause of the leak.

Manufacturer narrative:
Product analysis: the product remains implanted, therefore no product analysis can be performed. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. A paravalvular leak can be caused by a variety of factors, including valve positioning, patient anatomy, or the presence of pre-existing patient conditions. Per the physician, the patient's anatomy was likely the cause of the paravalvular leak.